Manufacturer narrative:
The devices nm-3138-55, serial number (B)(6) and the device db-2202-45, serial number (B)(6) were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed, however a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7114740. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7105452. UDI: (B)(4).

Event description:
It was reported that during a deep brain stimulation (dbs) procedure, high impedances were identified on both of the patients leads. Multiple troubleshooting steps were attempted; however, the issue persisted. The physician determined that the elevated impedances were attributable to the lead extensions. The physician made an incision at the extension header to check the leads and noticed one of the leads was bent. Both lead extensions were subsequently explanted and replaced. The patient recovered well and is reported to be in good condition postoperatively.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <nhl, pjs> product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7114740, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model:db-2202-45, serial: (B)(6), batch: 7105452, UDI:(B)(4).

Event description:
During a deep brain stimulation (dbs) procedure, high impedances were identified on both of the patients leads. Multiple troubleshooting steps were attempted; however, the issue persisted. The physician determined that the elevated impedances were attributable to the lead extensions. The physician made an incision at the extension header to check the leads and noticed one of the leads was bent. Both lead extensions were subsequently explanted and replaced. The patient recovered well and is reported to be in good condition postoperatively.